Event description:
It was reported that the rep dreamstation auto CPAP device was being returned due to the user passing away. Currently, there is no information that the death is related to the device. The manufacturer received information alleging death. Medical intervention was not specified. The patient's wife requested that no further correspondence be sent. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.